Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr (B)(6) had difficulty inserting the 11 mm trial. He used the insert inserter and the trial chipped and cracked. Blue plastic was removed from the back of the knee. Added 10min to case".